Manufacturer narrative:
(B)(4) results of investigation: the carefusion field service representative evaluated the unit and determined the issue to be due to the gas delivery engine not being seated properly. The component was re-seated, the operational verification procedure was ran according to manufacturer specification and the unit was placed back into service. In the event additional information is received a follow-up report will be submitted at that time.

Event description:
The customer stated that while in basal intermittent mechanical ventilation mode the unit is showing chattering during the flow and is auto-cycling. There was no patient involvement at the time of the incident.